Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "at the end of the procedure during the transportation of the patient to the department, the intra-aortic balloon pump (iabp) alarmed: helium loss. When extracted there was a hole in the intra-aortic balloon (iab) catheter near the connection to the helium tube." There was no patient death or serious injury reported. Patient current condition reported as fine.

Event description:
It was reported "at the end of the procedure during the transportation of the patient to the department, the intra-aortic balloon pump (iabp) alarmed: helium loss. When extracted there was a hole in the intra-aortic balloon (iab) catheter near the connection to the helium tube." There was no patient death or serious injury reported. Patient current condition reported as fine.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. An external leak is confirmed from the iab bifurcate around the fos adhesive. No other leaks were noted. A root cause of the leak from the bifurcate adhesive is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.